Event description:
It was reported that difficulty was experienced when inserting the iab. Since the iab could not be inserted, a second iab was tried and finally was successfully inserted. After insertion, the pump experienced "kinked catheter alarms". As a result of this, the iab was removed. There were no patient complications.

Event description:
It was reported that difficulty was experienced when inserting the iab. Since the iab could not be inserted, a second iab was tried and finally was successfully inserted. After insertion, the pump experienced "kinked catheter alarms". As a result of this, the iab was removed. There were no pt complications.